Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had experienced severe twists in the driveline, triggering a driveline fault alarm. They were stable in the hospital. The modular cable was exchanged. No further alarms were triggered after the exchange. Log files captured driveline power fault alarms throughout the event and periodic histories, and these alarms resolved following a modular cable exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the driveline fault alarms, which were communicated to be due to severe twisting of the driveline. Review of the submitted photos confirmed the twisting of the driveline. The controller event log file captured events on 08aug2025 from 10:03:40 to 20:48:26, per the timestamps. A driveline power fault alarm was active for the entire duration of the log file. The onset of the alarm was not captured in the submitted log files. No other notable events were captured. The pump appeared to function as intended for the duration of the log file. The customer submitted 2 photos for review. The first photo showed the entire modular cable from the controller connector to the inline connector. The majority of the modular cable outer jacket was noted to be twisted and bunched up. No wires were exposed, and the damaged appeared to be cosmetic in nature. The second photo showed a close-up of the bunched outer jacket. No breaches or exposed wires were noted in this area of the modular cable. It was reported that patient had experienced severe twists in the driveline, triggering a driveline fault alarm. They were stable in the hospital. The modular cable was exchanged. No further alarms were triggered after the exchange. The patient remains ongoing on heartmate 3 left ventricular assist system. No further related events have been reported at this time. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. B, are currently available. Section 6 of the IFU cautions the user to avoid pulling on or moving the driveline. This IFU further emphasizes not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if the external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 6 (under "caring for the driveline") also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 of this IFU provides additional instruction regarding the driveline in a sub-section entitled "what not to do: driveline and cables.". Section 8 "equipment storage and care" (under "cleaning the driveline") explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, warm water and mild dish soap should be used. Section 7, ¿alarms and troubleshooting¿, provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines system controller alarms, including the driveline power fault alarm, as well as how to respond to each alarm condition. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines system controller alarms, including the driveline power fault alarm, as well as how to respond to each alarm condition. Section 8 entitled handling emergencies¿ lists examples of emergencies, including driveline power fault alarms, and the recommended actions associated with these emergencies. The relevant sections of the device history record for modular cable, lot number 176463, was reviewed and showed no deviations from manufacturing or quality assurance specifications no further information was provided. The manufacturer is closing the file on this event.